Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic with a right ventricular lead impedance low and out of range. Noise was seen and was reproducible with arm movements. Loss of capture was noted as well. Lead revision was planned but not yet scheduled. The patient was stable and asymptomatic before during and after testing and event.

Event description:
New information notes that the patient's lead was capped and replaced on 15 jan 2020. The patient was stable before, during, and after the procedure